Event description:
The customer stated that she tested her blood glucose using her breeze2 meter and received a reading of 64 mg/dl. The customer was shaking and unable to move her hands, so paramedics were called. Paramedics arrived and retested the customer's glucose within 10 minutes. The paramedic's meter read 31 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not mention treatment, but most likely she was treated with glucose. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.